Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported it was the third time that week that the device alarmed no delivery during manual prime. Customer's blood glucose was 126 mg/dl. Alarm and possible causes were explained to the customer. Customer was advised to disconnect and reconnect tubing and reservoir. Connection was verified by tugging on the connector. Customer was advised to manually push insulin through tubing, insulin did exit. Customer was advised to rewind the device, reinsert reservoir and run manual prime. The device did not alarm but it does not recognize that it is making contact with the reservoir. No further information reported.

Manufacturer narrative:
The insulin pump alarmed during the prime test due to a faulty force sensor resistor. No excessive no delivery alarm could be verified due to the alarm. The insulin pump was received with minor scratches on the display window, a cracked case at a display window corner, cracked battery tube threads and a cracked reservoir tube lip.